Event description:
It was reported that the patient presented for routine device check. Upon interrogation, the pulse generator exhibited a diagnostics anomaly. The device was explanted and replaced due to normal eri.

Manufacturer narrative:
(B)(4).